Manufacturer narrative:
Physio control evaluated the device and observed proper operation through functional and performance testing. The device was returned to the customer for use.

Event description:
According to the report, the device did not transfer energy to the patient,when the shock button was pressed. The facility has not responded to requests for further information.